Event description:
It was reported that during a cryo ablation procedure, the phrenic nerve was stunned twice while ablating the right superior pulmonary vein (rspv). A double stop was performed during both occurrences. The phrenic nerve palsy (pnp) recovered both times and the patient displayed no symptoms. No interventions were performed to treat the pnp. Three ablations were performed to the right inferior pulmonary vein (ripv), then while moving back to the rspv, the balloon catheter stopped steering as expected and the mapping catheter was unable to retract out of the balloon catheter. A system notice was received indicating that the safety system detected fluid inthe catheter and stopped the injection. The balloon catheter was replaced and the electrical umbilical cable and coaxial umbilical cable were disconnected. The vacuum was disabled; however, the vacuum continued to be in operation. While the replacement balloon catheter was being prepared, it was reported that a system notice was received indicating that there was a problem with the refrigerant port. Blood was observed in the coaxial port on the console. It was noted that the replacement balloon was never used for ablations. The patient was cardioverted to check for exit block and mapping confirmed all veins were isolated. The case was completed with cryo. During a later servicing, the console was determined to be unrepairable and a large amount of blood was observed in the coaxial port. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 106a3, product type: console; product ID: afapro28, product type: balloon catheter; product ID: 203cx, product type: coaxial umbilical cable product event summary: the patient data files and the afapro28 balloon catheter with lot number 20590 were returned and analyzed. Patient files were received and recorded on the reported date of the event and showed 16 applications were performed using the identified catheter. The patient file did not show any system notices on the reported date of the event. The received failure file contained failure records for the date of the event and showed persistent system notices 50005 (the safety system has detected fluid in the catheter and stopped the injection) and 50024 (there is a problem with the refrigerant port). External visual inspection of the balloon, shaft, and handle segments showed blood/fluid inside the balloon. Review of the catheter smart chip data indicated the catheter was used for 10 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005. During insertion of the test mapping catheter into the balloon catheter tip, friction was encountered. Deflection testing was performed and the shaft reacted as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were intact. During the electrical testing, the test 5 pin impedance was found to be out of specification. Pressure testing and dissection showed a guide wire lumen kink and breach 0.6 inches proximal to the catheter tip. In conclusion, the reported issue of visible blood was confirmed during testing and the balloon catheter did not pass the returned product inspection due to a breach and kink observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.